Manufacturer narrative:
Evaluation summary: based on the received x-rays the reported event of the plate failed to fixate the fracture could be confirmed. Based on the investigation, the root cause too high leverage forces were attributed to a user related issue. The loss of fixation was caused by selection of a too short plate for the fracture situation. Please pay attention to the instructions for use for non-active implant v15013/k: ¿warnings and precautions. Warning implant selection and sizing: the correct selection of the fracture fixation appliance is extremely important. Failure to use the appropriate appliance for the fracture condition may accelerate clinical failure. Failure to use the proper component to maintain adequate blood supply and provide rigid fixation may result in loosening, bending, cracking or fracture of the device and/or bone. The correct implant size for a given patient can be determined by evaluating the patient¿s height, weight, functional demands and anatomy. Every implant must be used in the correct anatomic location, consistent with accepted standards of internal fixation.¿ [original statement] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
It was reported that some plates and screws had failed. It was reported that plates and screws were explanted after 6-months in service and it was observed that some of the screws went through the a circular hole of the plate and possibly through an oblong hole.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that some plates and screws had failed. It was reported that plates and screws were explanted after 6-months in service and it was observed that some of the screws went through the a circular hole of the plate and possibly through an oblong hole.